Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens but one haptic tore. There was no patient contact or injury.